Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked multiple times by the right ventricular (rv) lead. The lead was programmed off. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.